Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. The customer obtained a sensor scan result of 176 mg/dl which was higher than they felt, and self-treated with insulin (dose/type unknown) based on the scan. The customer experienced profuse sweating and lost consicousness. The customer was taken to the hospital where they were treated with unspecified IV drip. No further information was provided. There was no report of death or permanent injury associated with this event.